Event description:
Pt was in surgery undergoing radical prostatectomy. When the physician activated the 7" cautery, the contacts arced to the pt's skin. Pt sustained a small burn, bacitracin applied. Cautery was removed from use.